Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a positioning issue occurred during deployment resulting in additional intervention. An epic¿ stent was selected to treat a lesion in the femoral artery. During the release phase of deployment, the stent ¿jumps¿ 2cm distal to the lesion after which the physician is then forced to implant the stent in a non intended location. A second stent is then implanted to treat the lesion. No further patient complications are reported.